Event description:
Surgery was performed on patient on or about 2002. The surgical site was l4-s1. The following items were implanted: two 17 x 20mm bp/lordiotic interbody implants (cages), lot p990452; one 6.5 x 50 mm polyaxial pedicle screw, one 6.5 x 55 mm polyaxial pedicle screw, two 7.5 x 50 mm polyaxial pedicle screws, one 7.5 x 55 mm polyaxial pedicle screw, one 8.5 x 40 mm polyaxial pedicle screw, stainless steel rod, adn six locking nuts. Centerpulse spine-tech was notified that on or about 2002, patient was injured by the silhouette spinal fixation system.